Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that the device failed the pressure calibration. The oridion module needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the pressure calibration. The oridion module needs to be replaced. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed the pressure calibration is confirmed due to a bad old type of oridion board. Replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case. Replaced them new front and rear cases. The old type display board worked intermittent. Replaced it a new display board. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 02/07/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a failed leak down test of the oridion board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device failed the pressure calibration. The oridion module needs to be replaced. There was no patient involvement.